Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the callers mother had an older bladder interstim that was placed in (B)(6) 2017. They started getting shocks a little over a week ago. They tried turning the device off, but it shows them an image that the caller believed was saying to get medical assistance. That same night, the patient fell, hitting their hip/interstim on the corner of a table. Their hip and back were extremely bruised and very painful. They reached out to a healthcare provider (hcp), but was given an appointment for (B)(6), which they noted was crazy. The patient was in a lot of pain, the area was very swollen and they didn't know if the device was even turned off. They asked what they could do. The agent redirected them to a physicians list to find another physician near them.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.